Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 270 mg/dl. The customer would change out the infusion set site and deliver a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. Reportedly, the customer had the infusion set site in for 3 days and could possibly be the cause of the high bg. However, it was not confirmed. The customer was educated regarding the labeling instructions for humalog.